Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue oxycodone 5 mg tablets. The ordered quantity was 3; however, the cabinet displayed a message indicating that only 1 tablet could be issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) identified profile and in mql patient med order, total quantity was (B)(4) , with 9 medbank issued and 90 pharmacy filled. Walked the customer through confirming the remaining quantity to issue. The customer updated the total order quantity to 120 in mql and advised will request the facility to issue the item. The system functioned as intended after the technical support specialist inspected the issue.